Event description:
On (B)(6) 2017, a 21mm regent valve was implanted. Per report from abbott's patient device tracking department, the valve was explanted and replaced with another 21 mm regent valve on (B)(6) 2017. Additional information was requested.

Manufacturer narrative:
An event of valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report from abbott's patient device tracking department, this 21 mm regent valve was implanted and removed on (B)(6) 2017. Another 21 mm regent valve was implanted. Despite multiple attempts, no additional information was received, including if the reason it was removed.